Event description:
It was reported that t:slim x2 pump battery would not charge, as pump did not recognize charging connection despite use of working wall outlet, tandem charging cable, and wall adapter, and issue was not resolved by trying a different wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on multiple daily injections if pump battery depleted before replacement supplies arrived, and technical support arranged shipment of replacement tandem charging cable and wall adapter, attempted multiple follow-up calls, sent follow-up email, and then closed case when no further response was received.